Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation stuck within the microcatheter. The pipeline flex delivery system could not be pushed forward or removed. For further examination, the catheter was dissected to remove the pipeline flex delivery system. The catheter was observed to have accordion damage. The pushwire was found to be bent. Pipeline braid was found fully opened and moderately frayed at the distal end. No other anomalies were observed. Based on the analysis findings and the reported event descriptions, the clinical observation of failure to open could not be confirmed. The returned pipeline braid was found fully opened with moderately frayed at the distal end. We are unable to definitively determine the cause for the reported experienced. However, it is possible that the ¿severe vessel tortuosity¿ may have contributed to the reported ¿resistance¿ during delivery; subsequently causing the pipeline flex delivery system and the catheter to become damaged and stuck. However, the cause for resistance could not be determined. Additionally, the damages seen on the catheter body (accordioning), pipeline braid (fraying), proximal wire (bending); suggest excessive force was used such as pushing and pulling. In this event, the user may have contributed to the reported experience, as the physician continued to advance the pipeline flex delivery system despite of resistance. Per the pipeline flex instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The device was returned for evaluation and device analysis is anticipated. A supplemental will be submitted upon completion. Mdrs related to this report: 2029214-2016-01041, 2029214-2016-01042, 2029214-2016-01043.

Event description:
Medtronic received information that during treatment of two aneurysms located in the right cavernous segment of the internal carotid artery; three pipelines were attempted and did not open distally as the patient had severe vessel tortuosity. It was reported that the first pipeline (ped-450-30) was positioned in a bend and did not open distally. It was further reported that less than 50 % of the pipeline was deployed when it failed to open. The pipeline was removed with the microcatheter, and a second pipeline (unknown model and lot number) was deployed in the same manner and the same problem was encountered. The second pipeline was then removed with the microcatheter and a third pipeline (unknown model and lot number) was deployed in the same manner and the same problem was encountered. The third pipeline was also removed with the microcatheter. The fourth pipeline attempted deployed successfully. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.